Event description:
The angiodynamics accu-vu omni flush catheter broke in half when the power injector was triggered. The practitioner was able to safely retrieve the catheter from the femoral artery. FDA safety report ID# (B)(4).